Event description:
It was reported that bd alaris smartsite pump infusion set occluded. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the main line flushes, but the y part is extremely difficult to flush, requires immense pressure/force & they often have to remove the extension and obtain a new one.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported the y site was difficult to flush, and returned one photo of material 20159e, lot 24049397. Upon initial visual examination, the photo verified the material and lot. The physical sample was not returned, and the complaint could not be verified. The manufacturing site was unable to verify the root cause of the issue without a verified failure. Potential root cause is related to the smart site lubrication, once the 'seal' is broken on the smart site, and flow is achieved, there are no more issues. We have observed this initial occlusion in the past on smart sites, but it can be broken with a little extra pressure. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.